Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an diagnostic endobronchial ultrasound procedure, the ultrasonic probe broke while being inserted. The customer reported that there was no information if the broken probe had fallen off inside the patient's body. The intended procedure was completed. The subject device was disposed of by the facility and will not be sent. There was no procedure delay. There was no report of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:h8. The device was not returned to olympus for inspection, so the reported failure of ultrasonic probe broke while being inserted was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.